Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A german customer ran blood glucose tests on his contour next and the doctor's contour next. The readings were 256 and 128mg/dl, respectively. He also ran his blood test on his meter compared to the pharmacy contour next. The readings were 260 and 126mg/dl, respectively. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer. The strip information was not provided.